Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Reporter address 1: (B)(6).

Event description:
The event involved a primary plum set where it was reported during infusion there was leakage on the filter vent. The reporter stated that the healthcare provider received patient's report that the intravenous tubing was wet and confirmed the leakage. There was patient involvement, however no report of patient harm.